Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: pl (B)(6). Repair details: fault reported by the customer: there is simply no picture when the camera is plugged in, it's as if the ccu is not recognising the camera. There doesn't appear to be any accidental damage to it. Faults found: as per reported by the customer, faulty cable assembly, action taken: replaced the cable assembly. Tests: function test. General inspection, pressure seal test. Passed all tests. The repaired camera head has been shipped back to the customer 29/8/2019. Probable root cause: - cables - connectors - digital board - power supply - filter / fuse - ac inlet board - main board - transition board - fiber board - intermittence between transition board and ch connector - software scope - light source - camera head - coupler - 1488 & 1588 extension cable - intermittence while using rf devices - problem toggling light source or from camera head - connected monitors - leaking - use error - poor grounding - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - manufacturing/ service nonconformity the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that loss of image occurred. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that loss of image occurred. The procedure was completed successfully.